Event description:
It was reported that the patient experienced a loss of therapeutic effect within the last week. The patient stated that "every once in a while" it felt like the stimulation was working, but would then stop. The patient also noted that she is now getting up four times a night and the stimulation used to help during the day but now didn't. There was no known accident or incident related to the loss of effect, but it was noted that the patient was currently in the process of moving to (B)(6). Additional information was requested but was not available at the time of this report.

Event description:
Additional information received reported that the patient did not have concerns with their device or therapy. It was noted that the patient received assistance from their doctor or manufacturing representative and their concerns were resolved.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v906983, implanted: (B)(6) 2012. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).